Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance on the superior vena cava (svc) coil. The alert window was increased. The patient underwent a lead revision for an unrelated lead issue and afterwards, the lead alerted again for high out of range impedance on the svc coil. A check on the svc coil shows varying impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.